Event description:
Boston scientific received information that this patient attended a clinical after receiving several shocks due to a ventricular fibrillation. The shock converted the patient to a normal sinus rhythm, but the shocking impedances were out of range. All the other right ventricular lead measurements were normal. The lead was explanted and a new lead was successfully implanted. This right ventricular lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality the lead was returned severed. Visual inspected noted setscrew marks on the terminal pin, as well as the distal shocking coil being separated from the medical adhesive bonding at the proximal end. The lead passed electrical testing and was continuous. Testing was not performed on the rate/sense negative distal segment due to extracting stylet; x-ray examination revealed all conductors were intact, no fracture observed and no fracture was observed. Laboratory analysis could not confirm the clinical observations.